Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the case, it was stated that the impella cp pulled out of the left ventricle (lv). It was reported that a second impella was immediately implanted to manage this complication. The procedural outcome is the patient survived surgery.